Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements. Additionally, oversensing of noise resulting in several non-sustained ventricular tachycardia (nsvt) episodes was reported. It was noted that in 2012, lead repair with a silicone sleeve was performed due to an insulation fracture of the lead, which was located in the sub-pectoral pocket behind the implantable cardioverter defibrillator (ICD). Recent chest x-ray showed a kinking of the lead close to the sleeve. Subsequently, this lead was surgically capped/abandoned. The ICD was also explanted as part of an upgrade to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.